Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced the hyperglycemia. The blood glucose of the customer was 465 mg/dl which was treated with syringe. The customer's other blood glucose level was 268 mg/dl. The customer also reported that insulin pump had setting alarm. Customer was able to successfully clear the alarm. Alarm did not occur during the first rewind. The customer reported that drive support cap was normal. The device will not be returned for the analysis.